Event description:
An 85-year-old male patient underwent surgical insertion of an impella cp device via the left femoral artery. While in the intensive care unit (ICU), the patient started to slowly decompensate despite volume resuscitation and initiating dobutamine. The patient became disoriented and had a bradycardia episode leading to pulseless electrical activity (pea) arrest. The patient coded but return of spontaneous circulation (rosc) was unable to be achieved. The physician suspected sepsis. Levophed was infusing but lactated ringers (lr) as being administered for hypotension. The patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the underlying clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage d shock.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: omitted code e0602 and f2306 based on information in the complaint file. Investigation summary: (bradycardia/sepsis/hypotension): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction].

Event description:
Additional information indicates that the patient received copious amounts of IV fluids which would stabilize his vs but eventually could not maintain adequate maps. The device is not available for return and the md did not suspect any impella involvement in the patient¿s demise.